Event description:
A vessel sealing device from intuitive surgical has recently been presenting a white coating when the device is removed from the sterile package. The device is intuitive product number: 480422, sealer tissue da vinci slim jaw extended. We contacted the manufacturer and are told this film is a result of the krytox lubricant used during the manufacturing process. We have requested written information from the manufacturer evidencing if this film has been tested to confirm there will be no harm to the patient. They have so far been unable to provide said information. For the safety of our patients we are unable to use this instrument if it contains the white film when removed from the sterile package. We had to cancel a surgical procedure (B)(6) 2024 due to this problem and will likely have to cancel additional surgeries. "L842312218, l82231103".